Event description:
The pt was implanted with a prosthesis on 11/18/96. Subsequently, on 2/24/97, the physician tried to use the detector device to add more fluid to the prosthesis and punctured it because the "indicator light" of the detector came on in the wrong location. The MFR will request the return of the device for eval purposes and will continue its investigation of this occurrence.